Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2018-05533. It was reported the catheter was stuck on the wire. A 6x100x130 eluvia¿ drug-eluting vascular stent and a .035 amplatz super stiff guidewire were selected for a stent procedure in the superficial femoral artery. The stent was deployed successfully. Upon removing the stent delivery system from the amplatz wire, the catheter was stuck to the guidewire. The wire and catheter were removed together as one unit. There were no patient complications reported and the patient's status post procedure was reported as fine.

Manufacturer narrative:
Device evaluated by MFR: the devices handle returned opened from the customer site. Visual examination showed that the outer sheath was separated at the nosecone area. The mid-sheath showed a kink at 1.4cm from the retainer clip. The pull rack was broken in two pieces. The thumbwheel gear teeth showed damage. The pawl spring was bent. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR 2134265-2018-05533. It was reported the catheter was stuck on the wire. A 6x100x130 eluvia drug-eluting vascular stent and a .035 amplatz super stiff guidewire were selected for a stent procedure in the superficial femoral artery. The stent was deployed successfully. Upon removing the stent delivery system from the amplatz wire, the catheter was stuck to the guidewire. The wire and catheter were removed together as one unit. There were no patient complications reported and the patient's status post procedure was reported.